Event description:
Pt has 5 year history of bovine collagen injections. In 2001 pt had injection in vermilion border and vermilion of upper lip. Pt developed lesion within one weeek. The pt was given oral zovirax and symptoms are resolved as of today, 7/2001.